Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient just had their pump replaced about two weeks earlier, relative to (B)(6) 2020. The patient then stated the pump was replaced on (B)(6) 2020 because "the last two pumps had to be replaced because they malfunctioned" and the patient stated they were "overdosed." The patient stated it was the worst thing he ever had. It was reviewed with the patient they only had one pump registered, implanted on (B)(6) 2013. The patient declined to provide any further information.